Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed superficial driveline jacket damage; however, a specific cause for this finding could not be conclusively determined through this evaluation. It was reported that the patient had a tear in the driveline silicone jacket on (B)(6) 2018 for which rescue tape was placed. The patient ultimately underwent a pump exchange from (B)(6) to (B)(6) on (B)(6) 2021 for suspected driveline wire damage (refer to manufacturer report number 2916596-2021-02540). (B)(6) was returned under manufacturer report number 2916596-2021-02540 with the driveline cut approximately 14¿ from the pump housing, and the distal section of the driveline was returned measuring approximately 24¿ with the controller connector; refer to manufacturer report number 2916596-2021-02540 for the full evaluation of (B)(6). Tape surrounded the distal section of the driveline along approximately 1¿ to 5¿ and 17.5¿ to 19¿ from the controller connector. Upon removal of the tape, a tear in the silicone jacket was found at approximately 2.5¿ from the controller connector, and a thin section of the silicone jacket with creases in the silicone was found at approximately 18.5¿ from the controller connector. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline, serial number (B)(6) was also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the driveline damage had been discovered on (B)(6) 2018.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had rescue tape in place due to a tear in the superficial jacket of the driveline.